Event description:
Our rep. Is reporting to us that during a shoulder procedure with the use of a gryphon drill bit, the surgeon experienced some usage issues which resulted in metal shaving being deposited into the wound. It appears that in the surgeon's attempt to drill the second bone hole he ran into the 1st fixation that he had just deployed into the bone, which caused some metal shavings to emanate from the gryphon drill bit and drill guide. The surgeon apparently used the same instrumentation for the 3rd bone hole with the same issue, metal shavings being deposited into the wound. All of the debris was able to be removed and the procedure was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2012-00339.

Manufacturer narrative:
Although the complaint devices have not yet been received, based on the event description, we attribute the issue and the device's condition to technique, a user problem. If and when the devices are received, they will be subjected to a failure analysis; if that analysis differs from the above conclusion, then this file will be made to reflect those conclusions and a follow-up report with the updated information will be submitted. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Awaiting return.